Event description:
It was reported that the patient came to the emergency room where it was noted that the device was completely dead and no telemetry could be established. The device was explanted and replaced. During the replacement procedure, it was noted that there was low impedance and high threshold, and fluoroscopy showed that the lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: hm342r33h implantable tissue valve, (B)(6) 1996. (B)(4).